Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') and pregnancy with contraceptive device ('pregnancy: birth ¿ complication') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), female sexual dysfunction ("apareunia/ chronic"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), vaginal discharge ("vag. Discharge"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag infect."), tooth disorder ("dental probs"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision probs"), blood disorder ("blood/heart disorder."), cardiac disorder ("blood/heart disorder.") And allergy to metals ("nickel allergy"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain,"). The patient was treated with surgery (hyst. (Full)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the dysmenorrhoea, dyspareunia, back pain, female sexual dysfunction, menorrhagia, blood disorder and cardiac disorder had resolved and the pregnancy with contraceptive device, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, cystitis, urinary tract infection, vaginal infection, tooth disorder, fatigue, alopecia, gastrointestinal disorder, visual impairment, weight increased and allergy to metals outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, alopecia, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, menorrhagia, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2007 initially, but in current pfs (B)(6) 2007 was given. Pregnancy: birth complication, but complication was not specified. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: essure confirmation test(s) conducted, unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case became incident. Injury nos was replaced with new events dysmenorrhea, dyspareunia, back pain, apareunia, menorrhagia, blood/heart disorder, rash/skin condition, psych injury, pregnancy: birth ¿ complication, device ineffective, bladder problems, urinary problems, vaginal discharge bladder infection, uti, vaginal infection, dental probs., fatigue, hair loss, gi conditions vision problems, weight gain. Patients dob, date of removal and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.